Event description:
During the discharge follow-up, one day post implant, there was a loss of ventricular capture. Upon lead revision, it was reported that there was blood and a break in the lead body. A new isoline lead was implanted.

Manufacturer narrative:
(B)(4), 2012.the analysis on this lead is pending.

Event description:
During the discharge follow-up, one day post implant, there was a loss of ventricular capture. Upon lead revision, it was reported that there was blood and a break in the lead body. A new isoline lead was implanted.

Manufacturer narrative:
(B)(4), 2012.the analysis on this lead is pending.(B)(4).